Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the door had failed. The field service engineer (fse) found that dirty contacts were causing the door failures. The fse cleaned all contacts on the tower latches and the controller and replaced the door 4 latch assembly. All functions tested good in the hardware test application and the application. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed, and the customer confirmed that the error message displayed was failed hardware. The customer rebooted the device and attempted recovery; however, the issue persisted.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.